Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy due to impedance issues. It was confirmed extension was twisted around. Surgical intervention was undertaken wherein the extension was explanted and replaced to address the issue. Reportedly the issue has been resolved.